Event description:
Additional information received reported that the pain at the ins site and loss of stimulation was not resolved. The manufacturing representative was to contact the physician's office. It was noted that the device was old and no longer worked. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0555253v, implanted: (B)(6) 2005, product type: lead. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 3487a-33, lot# j0527088v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) was moving closer to the surface which caused them a throbbing pain at the site. It was also reported that they had a loss of stimulation sensation. The patient stated that there were no falls/trauma associated with the issue nor was it related to positional movement. However, the patient had been mention going to physical therapy (pt) and getting deep massage but they reported that it was nowhere near the implant. The patient had an appointment with their doctor on (B)(6) 2015 to discuss the issues. The indication for use for the implanted device was noted as complex regional pain syndrome type I. There were no further details, interventions or an outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.